Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that on a CT exam performed approximately 8 years post index procedure a type ia endoleak with migration of the stent graft was observed. As per the physician, the cause of the event may be related to disease progression in the aneurysmal neck. It was reported that an intervention was carried out to treat the type ia endoleak. It was planned to reline the talent stent graft with a endurant ii bifurcation stent graft during the procedure and place endoanchors is the proximal main body due to the wide angulated neck. It was reported that following deployment of the endurant ii bifurcation stent graft it was determined by multiple angled fluoroscopy that the graft was loaded backwards in the delivery system. The gate was 180 degrees from the blue dot on the delivery system. It was reported that due to this unplanned posterior position, gate cannulation proved difficult. It was also reported the gate was severely compressed due to the extreme angulation of the aorta. The gate could not be successfully cannulated. An aui and endurant ii limb extension were implanted on the right-hand side and a plug was placed in the left limb of the talent stent graft. A left to right fem-fem bypass was also carried out. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.